Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or relevant additional relevant information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed and the luer was observed to be separated from the tubing. No solvent trace was detected. The reported condition was confirmed. The root cause was determined to be a bonding application failure. This complaint was communicated to involved personnel to ensure awareness a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) of a mirafilter IV / extension set in which the connector leaked during an infusion of a cytostatic drug. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.